Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2016 due to abdominal pain and redness along the lvad driveline site over 2 weeks. Abdominal and pelvic CT scans were negative. The patient was discharged home without further antibiotics. On (B)(6) 2016, the patient was re-admitted for infection. The patient underwent exploration and debridement of the abdominal abscess. Wound cultures were collected and found to be negative. The patient was discharged home on IV cephazolin and wound vac therapy. The IV cephazolin was stopped and the wound vac discontinued on (B)(6) 2016. The patient was started on oral keflex. On (B)(6) 2016 the patient was re-admitted with fever, chills and pain at the driveline site.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen in the clinic on (B)(6) 2016 for reports of green drainage and burning from the driveline exit site. The patient denied having a fever, trauma, or chills and stated that the driveline stabilization belt is always worn. No drainage, erythema or edema was noted at the time. Wound cultures of the driveline site were taken and patient was started on keflex for 7 days. On (B)(6) 2016, the cultures were found to be positive for staphylococcus aureus and the patient was started on levofloxacin. No additional information was reported.

Manufacturer narrative:
The patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not explanted. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.